Manufacturer narrative:
It was reported that this right ventricular lead was explanted and retained by the explanting facility. This record will be updated upon return and completion of analysis.

Event description:
Boston scientific received additional information indicating that this lead was explanted due to shock impedances greater than 2500 ohms. The associated implantable cardioverter defibrillator was also explanted due to declaration of a code 1003, indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was not able to be obtained regarding this event. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that his implantable cardioverter defibrillator (ICD) was emitting tones. The patient also reported that he had previously been told that he had a lead impedance issue. The patient did not specify which lead was involved with the impedance issue. The patient was advised to contact his following physician. At this time, no interventions have been reported. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.